Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem. G2 report source h6 patient codes h6 device codes h6 impact codes h6 evaluation conclusion code. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Maan a, chacko p, kobeissy a, koruth j, esophageal injury after pulmonary vein isolation using pulsed electric fields, heart rhythm (2026), doi https //doi.org/10.1016/j.hrthm.2026.01.021.

Event description:
It was reported that gastrointestinal bleeding occurred. A patient with a history of gastrointestinal bleeding and colon cancer underwent a pulse field ablation procedure for pulmonary vein isolation using thirty-four (34) applications of ablation via a farawave catheter. Prior to the procedure the patient was taking aspirin and plavix and during the procedure heparin was given intravenously and in a bolus. Twenty-four (24) hours post index procedure gastrointestinal bleeding was observed. Endoscopy of the esophagus was performed and a stage 1 esophageal lesion was noted. Clipping of the blood vessel was completed and an injection of epinephrine were administered. The patient was extubated and admitted to the hospital and will undergo additional esophagogastroduodenoscopy. It was further reported the ablation lesions to the left common pulmonary vein were biased posteriorly due to the presence of a non boston scientific left atrial appendage occlusion device. During ablation application to the left superior pulmonary vein with the farawave catheter in flower configuration, a farastar generator system error 303 occurred, denoting a pre pulse test failure, during ablation of the right inferior pulmonary vein a 301 error, denoting detection of an unacceptable current during treatment, and 303 errors occurred. Post procedurally the patient experienced chest pain and melena. The endoscopy performed one (1) day post index procedure noted evidence of an ulcer consistent with a thermal lesion at the level of the right inferior pulmonary vein. The lesion was observed to improve over time as repeated endoscopies were performed fourteen (14) and twenty eight (28) days post index procedure. It was further reported via literature article that while in recovery from the pfa procedure, the patient developed two episodes of hematemesis (approximately 150ml), a drop in hemoglobin from 11.41g per dl to 8.4g per dl, and hypotension. Intravenous pantoprazole and octreotide were administered and intubation was performed to allow for urgent esophagogastroduodenoscopy. Two opposing ulcers (size of 0.8 x 0.9 cm, kansas city classification type 2a and b) were seen at approximately 31 cm from the incisors on the anterior and posterior esophageal walls and patchy, purple discoloration of the esophageal mucosa was noted. One lesion was treated with an injection of epinephrine and a boston scientific resolution 360 hemostatic clip was deployed at the base of the ulcer. A contrast enhanced computed tomography (CT) scan performed the same day did not demonstrate esophageal perforation. The patient was kept fasting, infusion of pantoprazole was continued, and vancomycin and linezolid were administered intravenously for five (5) days. No further episodes of gastrointestinal bleeding occurred. A repeat endoscopy seven (7) days post index procedure revealed the same two (2) esophageal ulcers and a second, non boston scientific, hemostatic clip was applied. Apixaban resumed at 2.5 mg twice daily. Fourteen (14) days post index procedure esophagogastroduodenoscopy showed improvement in ulcers and resolution of the patchy purple mucosa. Seventeen (17) days post index procedure chest CT demonstrated no new findings and the patient was discharged. A repeat esophagogastroduodenoscopy twenty eight (28) days post index procedure showed near complete healing of the esophageal ulcers and one (1) of the endoscopic clips required repositioning.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: a2. Age at time of event. A2. Unit of measure - age. A3a. Sex. A3b. Gender. B5. Describe event or problem. B6. Relevant tests/laboratory data b7. Other relevant history. H6. Patient codes. H6. Impact codes. H6. Device codes. H6. Evaluation conclusion code. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that gastrointestinal bleeding occurred. A patient with a history of gastrointestinal bleeding and colon cancer underwent a pulse field ablation procedure for pulmonary vein isolation using thirty-four (34) applications of ablation via a farawave catheter. Prior to the procedure the patient was taking aspirin and plavix and during the procedure heparin was given intravenously and in a bolus. Twenty-four (24) hours post index procedure gastrointestinal bleeding was observed. Endoscopy of the esophagus was performed and a stage 1 esophageal lesion was noted. Clipping of the blood vessel was completed and an injection of epinephrine were administered. The patient was extubated and admitted to the hospital and will undergo additional esophagogastroduodenoscopy. It was further reported the ablation lesions to the left common pulmonary vein were biased posteriorly due to the presence of a non-boston scientific left atrial appendage occlusion device. During ablation application to the left superior pulmonary vein with the farawave catheter in flower configuration, a farastar generator system error 303 occurred, denoting a pre pulse test failure, during ablation of the right inferior pulmonary vein a 301 error, denoting detection of an unacceptable current during treatment, and 303 errors occurred. Post procedurally the patient experienced chest pain and melena. The endoscopy performed one (1) day post index procedure noted evidence of an ulcer consistent with a thermal lesion at the level of the right inferior pulmonary vein. The lesion was observed to improve over time as repeated endoscopies were performed fourteen (14) and twenty-eight (28) days post index procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that gastrointestinal bleeding occurred. A patient with a history of gastrointestinal bleeding and colon cancer underwent a pulse field ablation procedure for pulmonary vein isolation using thirty-four (34) applications of ablation via a farawave catheter. Prior to the procedure the patient was taking aspirin and plavix and during the procedure heparin was given intravenously and in a bolus. Twenty-four (24) hours post index procedure gastrointestinal bleeding was observed. Endoscopy of the esophagus was performed and a stage 1 esophageal lesion was noted. Clipping of the blood vessel was completed and an injection of epinephrine were administered. The patient was extubated and admitted to the hospital and will undergo additional esophagogastroduodenoscopy.